Event description:
It was reported that a patient experienced ongoing peritonitis event coincident with peritoneal dialysis (pd) therapy. Peritonitis was manifested by a fever and not feeling well. After the onset peritonitis the patient was hospitalized three separate times for the reported peritonitis event. The cause of the peritonitis event was unknown. After the initial onset of the peritonitis the patient was hospitalized and treated prophylactically with an unknown antibiotic. The patient was discharged from the hospital on an unknown date. Shortly after the hospital discharge the patient was readmitted to the hospital and treated with rifampin, azithromycin, and linezolid orally (dose, frequency and duration unknown) for peritonitis. At that time the patient had the pd catheter removed and dianeal therapy was not ongoing. The patient was discharged on an unknown date. During the third hospitalization the patient continued to receive treatment with rifampin and linezolid. The patient was discharged from the hospital and was recovering from the peritonitis event. The treatment with rifampin and linezolid was ongoing. No further information available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the patient was hospitalized on the date of initial onset of the peritonitis event. After four days of hospitalization, the patient was discharged but was re-hospitalized five days later for the same peritonitis event. After hospital discharge on an unknown date, the patient was re-hospitalized for the peritonitis event and was discharged sixteen days after the initial onset of the peritonitis event (unknown length of hospital stay for the third admission). The peritoneal dialysis catheter was removed due to the previously reported peritonitis event and the culture results. Beginning on the date of the second hospitalization, the patient was treated with gentamicin 80 milligrams (route, frequency, and duration not reported), vancomycin 1 gram intraperitoneally (frequency and duration not reported), and fluconazole 100 milligrams (route, frequency, and duration not reported) for the peritonitis event. The patient was recovered from the previously reported peritonitis event (previously, the outcome was reported as recovering). Should additional relevant information become available, a supplemental report will be submitted.